Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated lead experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) and shock therapy was delivered but unsuccessful in converting the patient's arrhythmia. The right ventricular threshold was noted to be high. The patient was seen for a revision procedure where the svc coil of the rv lead was attempted to be used. The resulting shock impedance was less than 20 ohms. The lead was surgically abandoned and replaced. The device remains in service. There were no adverse patient effects reported. Of note, it was suspected that the lead was damaged during the placement of a left ventricular assist device that occurred a couple of months prior.